Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding appearance of bone cement involving simplex bone cement with tobramycin was reported. The event was not confirmed. Method & results: device evaluation and results: functional testing was performed on three returned samples of lot code tbx008 to verify the working properties of the product. The mixing properties of the returned unit packs reported doughing time, working time and setting time results that are within specification. No unusual characteristics were observed. The samples were seen to have a homogenous appearance. Medical records received and evaluation: not performed as the reported bone cement was not implanted. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported "lumpy" appearance issue cannot be confirmed. Functional testing was performed on three returned samples of lot code tbx008 to verify the working properties of the product. The mixing properties of the returned unit packs reported doughing time, working time and setting time results that are within specification. No unusual characteristics were observed. The samples were seen to have a homogenous appearance. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that after mixing the simplex cement (the nurse has been mixing simplex for more then 10 years and is well skilled) she discovered lumps in the cement while she and the surgeon applied the cement. This happened on 2 occasions during the same surgery and both times the simplex was from the same lot number. There was a surgical delay of 8-10 minutes.